Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported:a power module intraoperatively did not turn off. No additional information available at this time.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.